Manufacturer narrative:
The samples were serum. Qc mean was elevated. Service was not dispatched since this is a reagent issue. Changing reagent lots has resolved the issue. This is a reagent issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous positive rheumatoid factor results generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician the initial samples were repeated using: new reagent and calibrate lot. New reagent and previous calibrator lot. Lower results were obtained in both repeat runs. No impact to patient or to patient treatment occurred due to this event.